Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2015-00027, 3005188751-2015-00112, 3005188751-2015-00114, 2030404-2015-00080. During a pulmonary vein isolation procedure, a pericardial effusion occurred. During ablation with a tacticath quartz ablation catheter, the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed and the procedure was stopped. There were no performance issues with any sjm device.